Event description:
Related manufacturing reference number: (B)(4). New information notes that the right ventricular lead was replaced on (B)(6) 2022. The left ventricular lead was also replaced as it exhibited high capture threshold. The patient was stable throughout the procedure.

Event description:
It was reported that a patient's right ventricular lead exhibited noise that resulted in non-sustained right ventricular oversensing. Programming changes were successfully made. The patient was described as stable.

Event description:
New information notes that the right ventricular lead which was removed (sn (B)(6)) was noted to be fractured.